Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water and suction cylinders had no color, the scope case unit was scratched, and the insulation resistance value at the distal end did not meet the standard value due to a chip on the scope cover. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope was returned for annual inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material on the bending section cover, scope cover and connecting tube. The report is being submitted due to foreign material on the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the unidentified foreign material adhering to the c-cover, a-rubber, and insertion section could not be identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: -IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.